Event description:
Patient was undergoing a cryoablation of a left renal mass. In two probes from a three probe case - heat did not dissipate evenly through the rod which caused focal freezing of the patient's skin (two 1-cm diameter skin freezes).